Manufacturer narrative:
(B)(4). No lot number was reported. The lot number of the returned sheath is unknown. Returned for evaluation was an 8fr saf sheath without its original packaging. A 20ml luer-lock syringe and blue end cap were included with the sample. Upon return to (B)(4), no blood was noted on the device. The sheath sidearm was fully connected. The sheath tip appeared typical. The sheath hub appeared typical however, an abnormality was noted at the location of where the sheath body meets the sheath hub. Some blood was noted on the interior of the stop cock valve. Some material stress marks were noted on the extension line hub. Upon microscopic inspection, damage was noted to the sheath hub. The root cause of the damage is unknown. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "leakage at the connection of the side port" is not confirmed. The sheath sidearm was returned fully connected and the sheath passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that when inserting the catheter a leakage was noticed at the connection of the side port on the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when inserting the catheter a leakage was noticed at the connection of the side port on the catheter.